Manufacturer narrative:
Patient/user involvement: through follow-up, customer indicated that there was no patient involvement. Customer found the problem performing extended self-test (est). Device evaluation: failure investigation (fi) lab received the dc controller motor, blower valve assembly, and power supply assembly for evaluation. Visual inspection of the returned dc controller motor, blower valve assembly, and power supply assembly revealed no evidence of damage or contamination. Fi technician installed the dc controller motor, blower valve assembly, and power supply assembly into the fi test ventilator. An operational test was performed and unit went ventilator inoperative with error code message of air valve liftoff failure. During debugging the air valve assembly, fi technician found the air flow display reading at 0.7 lpm and should be at the specifications of 0.0 lpm ± .1 lpm. The brass lock nut on the blower valve was loosens and the certifier was used to monitor the readings of the air flow. The brass poppet blower valve subassembly was adjusted till the reading was at 0.0 lpm on the certifier. Fi technician re-installed the dc controller motor, blower valve assembly, and power supply assembly and retested in normal ventilation mode and passed all tests. The air valve assembly was out of adjustment causing the unit went to ventilator inoperative with error code message of air valve liftoff failure. The error code message of air valve stuck closed could not be duplicated. Fi technician disassembled the thermostat harness wires assembly from the blower assembly. Visual inspection of the blower assembly revealed no evidence of damage or contamination. Fi technician retested the blower assembly and no failures were identified. Conclusion: the determination could not be made that the device failed to meet specifications for the reported problem of air valve stuck closed; however, the determination could be made that the device failed to meet specification for the findings of air valve liftoff failure. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: the root cause for the reported problem could not be determined due to fi technician could not duplicate the reported failure. The root cause for the unit went to ventilator inoperative with error code messages of air valve liftoff failure is due to the air valve assembly was out of adjustment. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Device evaluation: failure investigation (fi) lab received the exhalation flow sensor for evaluation. Visual inspection of the exhalation flow sensor revealed no evidence of damage or contamination. The exhalation flow sensor was installed into the fi test ventilator. An operational test was performed and the ventilator powered up from ac and delivered breaths; ac led indicator turned on. Extended self-test (est) was performed and passed. The ventilator operates for 2 hours without failures. Root cause: the root cause for the reported issue could not determined due to no failures were identified on the returned exhalation flow sensor.

Event description:
Customer reported that the unit would not pass the extended self-test (est). Customer reported that unit displayed error code message of air valve stuck closed. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was not harm to the patient or user.